Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A57114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy & tubal ligation,diagnostic laparoscopy,hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, migraine and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013. She received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological injury, bladder infection, uti, vaginal infection, vaginal discharge, hormonal changes, migraines, hair loss on the right side, once deployed there were 2 coils visible. There were 5 coils visible on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received : reporter information added, lot no added and discrepancy in insertion date noted rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy & tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, migraine and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and (B)(6) 2013. She received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological injury, bladder infection, uti, vaginal infection, vaginal discharge, hormonal changes, migraines, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, event coding changed from injury to pelvic pain, new event dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, psychological injury, bladder infection, uti, vaginal infection, vaginal discharge, hormonal changes, migraines and hair loss were added, patient dob was added. Date of insertion and removal were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A57114), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergone essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), urinary tract infection ("uti)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and alopecia ("hair loss"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy & tubal ligation, diagnostic laparoscopy, hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, migraine and alopecia had resolved. And the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted, in essure insertion date as: (B)(6) 2013 and (B)(6) 2013. She received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, psychological injury, bladder infection, uti, vaginal infection, vaginal discharge, hormonal changes, migraines, hair loss. On the right side, once deployed there were 2 coils visible. There were 5 coils visible on left side. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.